Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: customer accidentally delivered a bolus that is too high for her current bg after she doubled the amount of carbs she ate and wants to know how to suspend it inquired what led up to the complaint. Customer response: customer accidentally delivered a bolus that is too high for her current bg after she doubled the amount of carbs she ate and wants to know how to suspend it customer's outcome pertaining to the complaint: customer will just take glucose tabs to compensate for the low bg additional notes: check bg at 198 active insulin is at 10.9 advs we are not able to change the active insulin to lessen it her current bg is at 101 ship: nothing / return: nothing.